Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the nasolabial folds and cheeks with 2 ml of juvéderm® voluma¿. Two and a half weeks later, the patient was injected in the nasolabial folds and left cheek area with 0.20 mg of juvéderm® voluma¿. A week later, the patient had a c prof 210 mesoestetic appointment. Within 1 week, the patient felt the formation of a capsule in the nasolabial area and informed the healthcare professional during the second c prof 210 mesoestetic appointment a week after the first. The patient was treated with antibiotics that day. The following day, the left cheek area was extremely swollen, the asymmetry of the patient's face disappeared and the patient felt burning. The patient¿s antibiotics was changed the next day and cortisone was provided. A lesion compatible with an abscess was detected in the left maxillary region, except for the nasolabial and left cheekbones, and then close to the nose + cystic formation was detected in the left maxillary section, in the part extending towards the orbital lateral wall. The event is ongoing. This is the same event and the same patient reported under MDR # 3005113652-2022-00294 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection, juvéderm® voluma¿.